Manufacturer narrative:
Failure analysis revealed that all buttons function properly. However, moisture damage was found on the keypad traces. No stuck buttons noted. The device was received with minor scratched display window, broken reservoir tube lip, broken pump belt clip slot, missing end cap sticker and protruded/loose drive support disk.

Event description:
It was reported that the customer had an issue with the keypad buttons on the insulin pump. The customer stated that the drive support cap was sticking out. The customer's blood glucose level was 155 mg/dl. The insulin pump will need to be replaced. The insulin pump was returned by the customer. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.